Event description:
The customer reported the ventilator battery was not functional. The customer reported the device was not in use; therefore, there was no patient involvement or harm. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse reported external and backup battery testing failed. The fse replaced the external and backup batteries to address the reported problem. Final applicable testing was performed per operating specifications and passed. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.